Manufacturer narrative:
Unit in question has not yet been returned for testing and evaluation. Device in question has not been received.

Event description:
Per the customer....claims the power handle caught fire immediately upon plugging in charger. Unit was returned to retailer and subsequently discarded, cannot be returned.